Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) bands failed to deploy. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2016 a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was turned but the bands failed to deploy. It was reported that the bands were stuck on the ligating cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "doing well".

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use or handling. The ligator head and bands were not returned. There was no issue noted to the irrigation tube. The suture was intact and attached to the trip wire loop. The proximal loop of the trip wire was retracted into the handle post. It was observed that the trip wire was not secured in the handle assembly slot and the slot did not present any evidence of previous securing of the tripwire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Mfg site name: boston scientific - (B)(4).

Event description:
It was reported to boston scientific corporation that on (B)(6) 2016 a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was turned but the bands failed to deploy. It was reported that the bands were stuck on the ligating cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "doing well".